Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer was able to clear the alarm and able to complete rewind. Displacement test was failed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests. No unexpected pump error 130, motor errors, or prime, rewind anomalies were noted during testing. Motor was tested outside the device, and it passed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.